Event description:
Follow-up-information was received on 23-dec-2016: it was reported that the patient left the hospital on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized again for surgery related to the abscess because of its progression. Due to information provided, the outcome of the events remained unchanged (not resolved).

Event description:
Follow up information was received on 17-jan-2017: the patient was submitted to surgery at the end of (B)(6) 2016, but she refused it. According to information received from the doctor on (B)(6) 2017, the patient fully recovered.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, infection, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler was not performed as the lot number was not provided.

Event description:
This spontaneous report was received from a russian physician and concerns a (B)(6) female patient who was injected supra-periosteally with a total of 1.5 ml of radiesse into mid-face and zygomatic arch in 2016. The patient was injected with 0.7 ml into three injection points on the right side and 0.8 ml into three injection points on the left side. The needle used for injection was 28 gauge. The patient had a previous injection with teoseal in 2013 and experienced long lasting edema. The patient was a non-smoker. It was suspected that the patient had extreme heat exposition after radiesse injection. The patient's further medical history and concomitant medications were reported as none. On (B)(6) 2016, the patient experienced moderate inflammation and infection in the middle face. Corrective treatment included suprastin and nimesulide (nsaid) for four days without any dynamic. On (B)(6) 2016 the patient was treated with glucocorticosteroids, 12 mg of dexamethasone and electrophoresis with hydrocortisone. On (B)(6) 2016, the patient was treated with systemic antibiotics (orally). On the same day, a surgeon was consulted and evacuation of abscess was performed. The patient was hospitalized on (B)(6) 2016 for abscess centesis. The outcome of the event was reported as not resolved. In the opinion of the reporter, the events were of moderate intensity, not permanent and not life-threatening, and related to radiesse. Follow-up-information was received on 05-dec-2016: the patient was injected with radiesse on (B)(6) 2016. The reporter corrected the statement about previous injection with teoseal in 2013 as the patient had previous injection with repleri into cheekbones in 2014. The patient was prescribed systemic antibiotic to resolve the infection without hospitalization. The patient was hospitalized on (B)(6) 2016. She was treated with electrophoresis with hydrocortisone - the ultrasound method that used hydrocortisone ointment instead of inert gel. Evacuation of pus (not abscess) was performed with the puncture (not surgery), therefore the reporter considered the event to be of moderate intensity. The patient was still hospitalized.